Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Allergy [hypersensitivity]. Tampon is missing a piece when taken out - vagina [foreign body in reproductive tract]. Tampon is clearly missing a piece when I took it out [complication of device removal]. It is clearly missing a piece when I took it out - tampon [device breakage]. Case description: consumer reported via e-mail that half of the tampon broke off. No serious injury reported.